Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during four surveillance culturing conducted on (B)(6) 2016 by the user facility, the subject device tested positive for staphylococcus epidermidis, staphylococcus warneri, staphylococcus pasteuri and dermacoccus nishinomiyaensis. It was reported that the four surveillance culturing conducted after reprocessing. There is no infection report associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The user facility reported that the subject device had been reprocessed using etd3 plus paa, an automated endoscope reprocessor (aer). The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4)). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation of the subject device was conducted by (B)(4) and following defects were found. There were a lot of scratches in the biopsy channel. Lg lenses were cracked. C-cover was damaged. Glue around the lenses was porous and broken.